Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited noise which resulted in pacing inhibition for the pacemaker dependent patient. On (B)(6) 2016 surgery was performed and it was found that the lead noise could not be reproduced. The lead was connected to a new device and remained implanted. Post procedure, interrogation indicated that the lead was working well. The patient was in stable condition and would be monitored.

Manufacturer narrative:
(B)(6).